Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by mail to obtain; patient treatment settings, patient information, patient photos. Lumenis received incident form without photos. A lumenis service engineer visited the site and analyzed the device. He verified the system's energy level and performed a pm service per lumenis standards. The system showed energy levels within lumenis acceptable ranges with no deviation outside those parameters. In addition, he verified the customer received new 640 and 755 filters which he recommended to replace in his last visit. The service engineer concluded after verifying all system functions, the subject device operated well within manufacturer specifications. Device malfunction is not the suspected cause of the adverse event. Based on the information above, no device malfunction was observed by lumenis service engineer. Although the initial report does not confirm that a serious injury had occurred, due to the lack of information, the company is reporting the event in an 'abundance of caution'. Should additional information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
A user facility reported on a patient who sustained burns above the bikini area following treatment with m22. The initial report wasn't on a serious injury.